Event description:
It was reported that upon a review of electrocardiograms, right ventricular capture loss was observed. The physician believed it to be due to exit block. No patient symptoms were reported. The lead was capped and replaced on (B)(6) 2015 during a system upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.